Event description:
Npb received info which suggests that a ks330 unit stopped cycling while in patient use. There was no patient injury.

Manufacturer narrative:
Cust. Reported using full-face mask at the time of failure, which is not a recommended interface for the ks330.